Event description:
The customer observed a falsely elevated architect prolactin results for one patient. The following data was provided:sample ID (B)(6)initial prolactin result was 533.9, repeat was 669.99 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect prolactin reagent kit, list number 07k76-30, manufacturing site of longford to architect (B)(6), list number 03m74-02, manufacturing site of irving. MDR number 3016438761-2022-00578-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated architect prolactin results for one patient. The following data was provided: sample ID (B)(6) initial prolactin result was 533.9, repeat was 669.99 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6).